Event description:
It was reported that the patient complained of poor image quality and color perception issues. The intraocular lens was explanted from the patient's left eye. There was no vitrectomy and no incision enlargement performed to explant the lens. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Visual inspection shows that the lens was received cut in two pieces, which is a condition consistent with a lens that has been removed from the eye. The lens was identified as a multifocal lens because of the presence of rings on the optic surface. Further analysis on the lens was not possible due to the received damaged condition of the lens. The review of the documentation and testing presented in the manufacturing record was verified and showed to be within specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.